Manufacturer narrative:
Additional information: h3, h6 and h10. The device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Upon evaluation it was observed the left rear wheel was found to have ruptured. The wheel was replaced. The reported condition was verified. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during setup with a prismaflex machine it was found out that the wheels were not rotating. It was observed that the wheels had ruptured. There was no patient injury or medical intervention associated with this event. No additional information is available.